Manufacturer narrative:
Brand name: unknown/ not provided. Model#/catalog #: unknown, was not provided. Serial #: unknown, was not provided. Expiration date: unknown, as the serial number was not provided. UDI#: unknown since product serial number was not provided. If explanted; give date: not applicable. The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device can not be performed as the serial number is unknown. Should any further relevant information become available, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient reported at her 6-month study visit, that she is very bothered by the halos and tries to not drive at night. She is also very bothered by starbursts while driving at night. Patient had bilateral lens implants with her right eye (od) surgery (B)(6) 2018. Her best-corrected distance visual acuity (bcdva) od was 20/20+1. The reported symptoms significantly interfere with activities of daily life. No surgical intervention is planned at this time. No additional information provided. This report pertains to od. A separate report will be submitted for the left eye (os).

Manufacturer narrative:
Information received that the clinical study was unmasked and the product identifiers were provided. As a result, the following fields that were previously reported as unknown have been updated. Brand name: tecnis synergy. Model number: zyr00. Serial number: (B)(4). Catalog#: zyr00u0210. Expiration date: 10/20/2022. UDI number: (B)(4). Device manufacture date: 10/20/2017. The initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zyr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the PMA number p980040 that was provided in the initial filing is not applicable as the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 9614546-2018-00802. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.